Manufacturer narrative:
Device passed the displacement test and self test. Device failed to download history files and traces using thumps. Failed to upload or download isolated to electrical board. Pump error 53 unknown. Pump error 4 unknown. The following were noted during visual inspection: scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was assisted with clearing the alarm. Customer was able to clear the alarm successfully. Customer received request to complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.